Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information provided: surgical technician was able to send the post-surgical report with information of the surgery, patient and product. Procedure: lowering.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: the product was discarded. Has the patient had any serious and / or permanent damage? The patient left the procedure using a colostomy bag. Did the patient have to be hospitalized for a prolonged time due to a j&j product problem? Not at the time of the 1st surgery, but it will be necessary to perform a new procedure to reconstruct the intestinal transit. Did the patient need to be re-operated to prevent or correct any damage? Yes, a new procedure to reconstruct the intestinal transit will be carried out. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the specific product code or lot number of the circular stapler be obtained? What were the indications for surgery? What surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were any staples observed in the surgical field? If so, please describe the staple form and location. Was the bowel anastomosed in the initial procedure? If so, how was it done? What type of ileostomy was performed (end, loop, etc.)? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, circular stapler cut and did not form staples. The damage caused to the patient was the need for ileostomy, where the patient will remove it in the next few weeks.